Event description:
It was reported that the pump showed error code 44228 and the downstream occlusion seal was damaged. There was no patient involvement.

Manufacturer narrative:
B3: unknown, month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that the pump showed error code 44228, and the downstream occlusion seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. There was no applicable evidence to review in event log. The reported problem, error code 4228, was not verified by functional testing. The cause is unknown. No actions taken to correct the issue. The reported problem, downstream occlusion (dso) seal damaged, was verified by visual testing. The cause is a peeling dso seal. Replaced the dso seal to correct the issue. The device passed all functional tests after the repair.